Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-12841. It was reported that patient had ineffective stimulation due to lead fracture damage issue. Patient had a fall in (B)(6) 2017 when the issue began. During this time high impedance issue was observed which was resolved with programming changes. Lead was explanted, and a new lead was implanted as a result to resolve the issues. There were no complications during the procedure. Patient was stable.